Event description:
It was reported that during a lobectomy procedure, when the dr used the device on a hemorrhaging vessel, he found the artery continued to bleed, and the firing clips appeared open without signs of ligation. They immediately took the device aside and did a couple firings and found that some clips came out open, and some clips came out fine. It was not noted how the case was completed. No pt consequence reported.